Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search finds no other reported incidents against the provided product and lot combinations. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the attune ps fb insrt sz 5 8mm (product code 151640508, lot number 634234). A worldwide complaint database search found no other reported incidents against the remaining product/lot combination since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
This insert would not lock into tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).